Event description:
The pt was implanted with a synchromed pump and catheter on 6/24/1997 for intrathecal infusion of baclofen to treat intractable spasticaity due to head/brain injury. The pt began to experience increased dystonia and on 6/1/1999, the pt underwent explantation of the pump and catheter after a rotor study revealed the rotor had only moved 60 degrees, rather than the expected 90 degrees. Another synchromed pump and catheter were implanted and no further adverse events have been reported.